Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer alleged there was an underlying pump issue causing the occlusion alarms. The customer experienced a blood glucose (bg) level of 400mg/dl and high levels of ketones. A manual injection was administered, the customer's basal rate was increased and an infusion set site change was performed to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. The customer cleared the alarm and insulin deliveries were resumed.